Manufacturer narrative:
The insulin pump was received with operating currents within specification. The device passed self test, unexpected restart error test, and displacement test. However, the device alarmed motor error during basic occlusion test due to loose and or flushed drive support disk. Occlusion test, prime test, and excessive no delivery test was not performed due to motor error alarms. The device had received with cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, and severely scratched lcd window.

Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed motor error during bolus. Customer's blood glucose level was 469 mg/dl. Customer was able to pull the reservoir out and put it back in and treated high blood glucose with the device. Customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Alarm was cleared. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was able to rewind the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.